Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
It was reported that explantation of an impella 5.5 was complicated as the doctor ran into some resistance while withdrawing the cannula out of the graft. The cannula was inadvertently detached from the outlet cage and motor housing, leaving the cannula in the graft. Fortunately, the cannula was still protruding from the graft, and was able to be withdrawn completely without further incident. The pump was successfully explanted and no patient harm was reported.

Manufacturer narrative:
The investigation of product damage (detached inflow/outflow ¿ great vessel) has been completed. There are not enough details surrounding the removal/explant of the device to make a determination about the angle of explant, or what occurred during this time. The design testing has stated that the bond is tested to a 30 n specification per dir550-1.1.7.2. Additionally, the bond was ripped at the cannula to ph bond and was jagged remaining on the cannula and the motor housing. On the inside of the cannula there was also significant residual glue marks. There were no kinks seen in the cannula or the catheter. Clinical details note there was resistance and the pump got caught on the sternal notch. Due to a lack of sufficient evidence during the removal of the 5.5 and evidence of the glue bond, the root cause of the product damage (detached inflow/outflow) cannot be determined.